Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, lot #214336 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 475cc saline prosthesis inserted into the right breast (1645337-2018-02105), and an unknown mentor mentor saline prosthesis inserted into the left breast (1645337-2018-02106). On (B)(6) 2018 right side deflation, accompanied by pain was diagnosed through a physician¿s examination. Left sided baker¿s grade ii capsular contracture was also reported. As a result, bilateral explant was performed on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 2/20/2019. The impacted product was a mentor smooth round moderate profile 475cc saline prosthesis. When the device was explanted, bilateral prosthesis replacement with 575cc mentor memorygel breast implants was performed. The device history record ( DHR) of lot number 214336 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 5/9/2018. The unknown mentor saline prosthesis (left) was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).